Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and this transvenous implantable lead exhibited a shorted shocking lead condition. The patient reported to the emergency room following delivery of several shocks. The device and lead would not longer capture at max output. During the replacement procedure, the lead's impedance had decreased to 200 ohms and the r-waves had decreased to 3mv. The lead and device were explanted and returned for analysis. A new system was implanted.